Event description:
It was reported that the surgeon was unsure of when the screws attained lock with the plate.

Manufacturer narrative:
The surgical technique states, "in addition to the tactile sensation of the locking ring closing over the bone screw head, final screw locking should also be confirmed visually with the ring being clearly visible over the bone screw head. It is possible that the entire ring may not be visible if the screws have been implanted at their extreme angulation; however, two-thirds of the ring provides sufficient coverage for safe locking of the bone screw to the plate."